Event description:
According to the reporter: the client is reporting that the thread broke and fell in the operating site; the thread was retrieved; no patient injury; the thread was detected with the camera and retrieved with another instrument.